Event description:
Engineer has been called by the hosp. When he arrived to the hosp, he found technical people working at the collimator cart. He found the 4 screws supporting the up frame unscrewed.